Manufacturer narrative:
H4: the lot was manufactured from april 15, 2020 - april 16, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) overinfused during a patient infusion; further described as the infusion finished sooner than expected. The device had been filled with morphine. There was no patient injury or medical intervention associated with this event. No additional information is available.